Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new hardware (na-or tower) had been swapped with an older device (na-or, now labeled zznaor), and the na-or tower machine had gone offline. A technical support specialist identified that the database required manual recovery. The specialist performed the steps outlined in ka 000007152, with no retry needed afterward. Server chunk settings were modified, and the station began communicating normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, device recovery had failed. There were no delays, adverse events or injuries reported based on this event.